Event description:
The account alleges that the nurse call is not working all the time. No alleged injuries reported.

Manufacturer narrative:
The technician troubleshot the bed and found that the side com board was the issue. The technician replaced the side com board to resolve the issue. A/c powered adjustable hospital bed.